Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects in the air/water (a/w) cylinder and in the a/w tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause is cause traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.